Manufacturer narrative:
The device was not returned to olympus for inspection; however, an endoscope support specialist (ess) was dispatched to customer site. Based on the results of the investigation, a definitive root cause could not be identified. The device didn't used in according to the IFU/label. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had missed steps during pre-cleaning, as the auxiliary water line was not flushed. There was no patient involvement.